Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 7 were failed. The customer stated that this malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 7 was not opening. The field service engineer replaced the inseperable magnet and performed preventative maintenance to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.